Event description:
Caller reported experiencing a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support in properly loading a new cartridge, and despite moving ahead during the process, they confirmed they completed the correct air removal steps. The customer successfully loaded a cartridge and resumed insulin therapy, resulting in the issue being resolved.